Event description:
Customer reports experiencing hypoglycemic symptoms and testing 147mg/dl on the advantage system. Customer drank orange juice and ate a sandwich based on his symptoms. Within a few minutes, customer tested 149mg/dl on the same advantage system. The paramedics were called and customer was reportedly unconscious when they arrived approximately 10 minutes later. Customer was tested on the paramedic's device, but states, the result was too low to register on their meter. Customer was subsequently treated with oral glucose and transported to the hospital. No treatment information provided from customer's hospital stay. Requested return of suspect device, however, strips are not available for return.